Manufacturer narrative:
Complaint conclusion: the report received indicated that the patient had a smart control 6 x 40 stent deployed in the superficial femoral artery (sfa) just below the bifurcation of the deep femoral artery during the index procedure. The approach for the procedure was the left femoral artery. Six days after the procedure, angiography was performed with no problems noted. Twelve days after the index procedure, the patient became unconscious and was diagnosed with sepsis. Fourteen days after the index procedure, angiography was done and a true aneurysm of approximately ten (10) mm diameter was observed approximately eleven (11) mm distally from the distal edge of the stent. Approximately one month later, the aneurysm was reported to have ruptured and the patient developed endocarditis. The smart control stent was removed and the aneurysm was treated surgically. The patient recovered and was discharged from the hospital. The physician's comment indicated that the possible cause of the aneurysm was an infection and the microorganism was staphylococcus aureus. The relationship between the device and the aneurysm was unknown. The product was not returned for analysis. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 15350696 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. Based on the lack of information and the inability to assign or determine a root cause no corrective actions will be taken at this time. An aneurysm is a bulging, weakened area in the wall of a blood vessel resulting in an abnormal widening or ballooning greater than 50 percent of the normal diameter (width). An aneurysm may occur in any blood vessel, but is most often seen in an artery rather than a vein. An aneurysm may be caused by multiple factors that result in the breaking down of the well-organized structural components (proteins) of the aortic wall that provide support and stabilize the wall. The exact cause is not fully known. Atherosclerosis (hardening of the arteries) is thought to play an important role in aneurysmal disease. Although there are rare instances where an infection or an injury causes femoral artery aneurysms, in general they are caused by lifestyle factors. Other specific causes of aneurysms are related to the location of the aneurysm. The etiology of the patients infection and resulting sepsis and aneurysm formation are unknown. Factors that may have influenced the event include patient, procedural and lesion. However, there is not enough information to draw a clinical conclusion between the device and the event.

Manufacturer narrative:
The product is not available for evaluation and testing. Additional information will be submitted within 30 days upon receipt.

Event description:
The report received from the affiliate indicated that the patient had a smart control 6 x 40 stent deployed in the superficial femoral artery (sfa) just below the bifurcation of the deep femoral artery during the index procedure. The approach for the procedure was the left femoral artery. Six days after the procedure, angiography was performed with no problems noted. Twelve days after the index procedure, the patient became unconscious and was diagnosed with sepsis. Fourteen days after the index procedure, angiography was done and a true aneurysm of approximately ten (10) mm. Diameter was observed approximately eleven (11) mm. Distally from the distal edge of the stent. The patient was transferred to another hospital. Approximately one month later, the aneurysm was reported to have ruptured and the patient developed endocarditis. The smart control stent was removed and the aneurysm was treated surgically. The patient recovered and was discharged from the hospital. Approximately one month later, the patient experienced cardiac failure and was admitted. The physician's comment indicated that the possible cause of the aneurysm was an infection and the microorganism was staphylococcus aureus. The relationship between the device and the aneurysm was unknown.